Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a channel error message and upstream pressure transducer was replaced. Per customer, no further information will be provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a channel error message and upstream pressure transducer was replaced. Per customer, no further information will be provided.